Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had a meter that read 433 mg/dl and another meter that read 287 mg/dl. Customer was using multiple meters for calibration. Customer mentioned that he was at a friend's house and used their meter. Customer treated with manual injections. Customer's current blood glucose was 240 mg/dl. Customer's blood glucose was 287 mg/dl at the time of the incident. Customer reported that the insulin exited at the quick release. Customer was advised to do a complete set change. Customer declined troubleshooting for high blood glucose.